Event description:
Adverse event: "thermal injury" (burn, corneal). Product problem: "no system problem" (no known device problem). The surgeon reported a thermal injury at the incision site. A suture was required to close the wound. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).